Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was reported that the knife wire was fused in the insulating coating part. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, a likely factor causing tears of the coated portion of the cutting wire might be that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire had possibly been rubbed due to the effect of contacting a metal area of the endoscope. A likely mechanism causing the cutting wire breakage might be; the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. Under circumstances described, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. The exact cause could not be determined. The instructions for use contain the followings statements: since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus by the field service engineer, that during an endoscopic retrograde cholangiopancreatography surgery, the knife wire was broken from the single use 3-lumen sphincterotome v. No item fell into the customer. The procedure was completed using a similar device and was not delayed more than 15 minutes. There was no patient harm reported.